Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503602- bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14- 3115170. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in procees to return.

Event description:
It was reported patient underwent a right hip revision approximately 1-day post op due to a periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; b5; b7; d6a; d9; g3; h2; h3; h6 h6 component code: mechanical (g04)- stem complaint confirmed via medical records and radiographs reviewed by a health care professional. Visual examination of the returned product identified damage from explant on the shaft and neck area. Discoloration of the stem and blue color were noted. No other damage noted. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right hip revision approximately 2-days post op due to a periprosthetic fracture. During the procedure, the head and stem were exchanged, and cables placed without complications. No additional information available.